Event description:
It was reported that during a vena cava filter placement procedure, premature filter deployment issues were encountered. The customer stated that the filter "deployed much too soon. Aborted procedure. Pt on their way to surgery for removal of filter at the time of this phone call. The filter is in the pt at this time. The placement was right access." Multiple attempts to obtain add'l info have been unsuccessful.